Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry inner cover was partly deformed. The abnormal noise/sound was determined through visual inspection to be caused by the gantry inner cover touching. The inner cover was repaired. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that when the x-ray tube was rotated while taking 3d images with the imaging system an abnormal sound occurred. As the images were taken and completely transferred to the navigation system without any issues, it was stated the procedure was continued and completed utilizing the imaging system. There was no patient impact or delay reported.